Manufacturer narrative:
H3: product analysis as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The reported non-mdt (stryker) guidewire was not returned with the catheter. Damaged location details: the rebar 18 catheter tip and marker were examined and were found kinked. The catheter body was kinked at 10.5cm to 15.0cm from the distal tip. No voids or flashes were noted on the catheter hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.021-inch mandrel through the hub without issues; however, resistance was observed along the damaged location. Conclusion: based on the reported information and device analysis, the customer¿s ¿catheter resistance¿ complaint was confirmed, as the returned rebar 18 catheter was damaged. However, the root cause of the resistance complaint could not be determined. Possible causes include vessel tortuosity, an incompatible or damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinized saline during delivery, or insufficient device hydration. In this event, the reported non-mdt (stryker) guidewire was compatible with the rebar 18 catheter as it had a labeled outer diameter (od) of 0.014 inches, ruling out incompatibility as a potential cause. Therefore, vessel tortuosity, a damaged guidewire or delivery system, a low flush rate, insufficient or lack of continuous flush with heparinized saline during delivery, or insufficient device hydration could have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a rebar 18 microcatheter that had resistance with the guidewire during a mechanical thrombectomy procedure. It was reported that the rebar catheter and all accessory devices were prepared as indicated in the instructions for use (IFU). Catheter was flushed per the IFU. When advancing the guidewire, the resistance was obvious, particularly in the distal end of the catheter, and the guidewire could not be advanced further. After repeated attempts were unsuccessful, the catheter was removed and obvious creases were observed. The catheter was replaced with a new rebar 18 to complete the procedure successfully. No patient information was reported. Ancillary device: stryker guidewire.